Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the lip on the end of the u2 angled long am attachment fell off and some inside parts fell out during cleaning at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the lip on the end of the u2 angled long am attachment fell off and some inside parts fell out during cleaning at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the qa technician confirmed the reported event of disassembly through disassembly and visual inspection of the components. Inadequate loctite was visually confirmed on the components. It is possible this may have caused the failure, and due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. This is not a repairable device; therefore, it was not returned to the user facility following evaluation.